Manufacturer narrative:
The device is not available for investigation. It was discarded after the procedure since no malfunction occurred during the procedure.

Event description:
A cryoablation procedure was performed using an arctic front catheter. All four pulmonary veins were ablated using standard techniques. The pt was intubated during the procedure. After removal of the arctic front catheter, rf ablation was used to complete the procedure. The pt having an internal defibrillator, was noted in a rhythm needing further ablation of the av node. Approx 1 hour to 1.5 hours after being transported to her room, the pt became nauseated and short of breath. A chest x-ray was done and it was found that the pt had a right sided hemothorax requiring chest tube insertion. The pt was stable.